Manufacturer narrative:
A service quote consisting of the replacement front bezel was sent to the customer for approval, and the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and ultimately replaced the front bezel, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
The customer called technical support to report that the navigation ring was not functioning and needed to be replaced. A repair quote for onsite service and the front bezel replacement was sent to the customer for approval, and the customer accepted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the field service engineer (fse) stated that the navigation ring failure was identified during preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported by the clinical service.